Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo and the outer insulation developed a breach due to a depression while in vivo.

Manufacturer narrative:
Concomitant product: addrl1 ipg, implanted: (B)(6) 2012.

Event description:
It was reported there were high thresholds on the atrial and ventricular epicardial leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.